Manufacturer narrative:
(B)(6). The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the bard medical temporary pacing electrode catheter ref 006173p, lot gfju1609. The catheter could not be inserted down two different introducer sets and checked the introducer with a fresh catheter which passes without issue, so we believe the issue to be with the pacing electrode catheter.